Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Reynosa received on (B)(6) 2021 an actual bloodline sample with the clic blood chamber attached from the customer without its original packaging. The bloodline and clic blood chamber samples were visual inspected and found to be acceptable as no damage, separation or crack was observed. In addition, the sample was tested on a hemodialysis machine 2008k and worked as intended without any abnormalities found during the tested period. A lot number was not provided by the customer, and a manufacturing search of the products shipped to the customer for the three (3) month timeframe prior to the reported event date did not yield any results, therefore a device history review (DHR) could not be performed. During the evaluation of the actual sample was not confirmed the alleged failure stated in the complaint description.

Event description:
A user facility nurse coordinator reported to fresenius that air had accumulated within a dialyzer during a patient¿s hemodialysis treatment. The patient was connected to a non-fresenius brand dialyzer and fresenius combiset bloodlines. Approximately 3 hours into treatment the fresenius 2008k2 alarmed appropriately with an air detector alarm. The staff visually observed air that accumulated at the top of the dialyzer and made the decision not to return the patient¿s blood out of concern for an air embolism. The patient¿s treatment ended for the day. The patient did not experience a serious injury, adverse event, or require any medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) is 250 ml. There was no damage, defect, or loose connections found on the combiset bloodlines. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse coordinator reported to fresenius that air had accumulated within a dialyzer during a patient¿s hemodialysis treatment. The patient was connected to a non-fresenius brand dialyzer and fresenius combiset bloodlines. Approximately 3 hours into treatment the fresenius 2008k2 alarmed appropriately with an air detector alarm. The staff visually observed air that accumulated at the top of the dialyzer and made the decision not to return the patient¿s blood out of concern for an air embolism. The patient¿s treatment ended for the day. The patient did not experience a serious injury, adverse event, or require any medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) is 250 ml. There was no damage, defect, or loose connections found on the combiset bloodlines. The complaint device is available to be returned to the manufacturer for physical evaluation.